Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm during bolus. During troubleshooting, the customer reported that the cannula was bent. Blood glucose level at the time of the incident was 400 mg/dl. The customer was advised that the product would be replaced and agreed to return the infusion set for analysis.